Manufacturer narrative:
The insulin pump passed the rewind, displacement, prime/a33 and excessive no delivery tests. No excessive no delivery alarm noted. The insulin pump was received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump is alarming no delivery constantly. It was stated that the customer changed the infusion set and reservoir the night before. Blood glucose value is 201 mg/dl. It was stated that the customer is using a different lot of infusion sets and the insulin is not expired or denatured. The customer does rotate sites and avoids scar tissue. Customer stated the cannula was not bent or kinked. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.